Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2005: underwent laparoscopic two team sling, tubal ligation, anterior colporrhaphy, posterior colporrhaphy and cystoscopy under general anesthesia. Indications for implantation of transvaginal mesh in this patient: recurrent stress urinary incontinence and pelvic organ prolapse. (B)(6) 2005: burning sensation, frequency and urgency. (B)(6) 2008: change in bowel habits, felt incomplete emptying. There were some obstructive symptoms in rectum, occasionally blood with bowel movements. (B)(6) 2009-(B)(6) 2010: had a feeling of incomplete emptying, urinary tract infection, frequency. (B)(6) 2011: had urge incontinence - grade 1 prolapse. (B)(6) 2013: 3 days of dysuria, urinary frequency suprapubic pressure - urinary tract infection. (B)(6) 2014: presented with urinary tract infection. Treated with cipro. (B)(6) 2014-(B)(6) 2014: presents with some urinary tract infection - CT of abdomen: left pelvic varices and large left ovarian vein. (B)(6) 2014-(B)(6) 2015: recurrent lower urinary tract infection. Managing with self-start therapy with macrobid.